Event description:
The patient underwent x-rays and it revealed that the patient has a lead break. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
It was reported that the patient has been experiencing an increase in seizures. Further assessment from the x-rays taken in july noted that there is no visible continuity of the lead, with a portion projecting over the left side of the neck and another portion coiled just superior to the battery.

Event description:
Product analysis was completed on the returned lead and generator. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The allegation of ¿fracture of lead(s), no stimulation¿ was not confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. One set of set setscrew marks were observed on the connector pin. The marks provide evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin, thereby ensuring a good electrical connection to the lead at one point in time. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing, in some areas. No obvious point of entrance was noted other than the cut end of the returned lead portion. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.